Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a stuck downstream occlusion (dso) sensor, a detached dso seal and a damaged upstream occlusion (uso) seal were found. The dso sensor/seal and uso seal were replaced to fix the issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device received intermittent error messages while using a known good test set. "Cassette not properly installed" and "upstream occlusion". The event happened during testing.